Manufacturer narrative:
The device history record (DHR) for lot 2303100281 were reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause.¿we will continue to monitor reports and take actions as applicable.

Event description:
The customer reported that extravasation was observed at the catheter connection with the butterfly valve. The catheter remained in the patient for 7 days. There was no harm reported.

Manufacturer narrative:
Checked g2 report source 'foreign'.

Manufacturer narrative:
The device history record (DHR) for lot 2303100281 was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.